Manufacturer narrative:
Upon further review of service records it was found that the tarpon amp board did not fail as originally reported. The field service engineer (fse) confirmed that the tarpon amp board at the side scatter (ss) position was causing the reported issue as originally suspected. The photomultiplier tube (pmt) had a loose cable. The fse reconnected the loose cable at the ss position to resolve the issue. Result code was updated to reflect current information. Bec internal identifier - (B)(4).

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). (B)(4).

Event description:
The customer reported bad sample signal on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.